Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had hard drive issues. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was experiencing issues launching the application. The field service engineer found that the station had received windows updates and was unable to process them successfully. The field service engineer collaborated with the former lead fse and reimaged the hard drive. The system functioned as intended after the field service engineer repaired the device.